Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A line blockage alert was reported. In response, the patient replaced the infusion set and noted that the cannula was significantly bent upon removal. After inserting a new infusion set, the alarm issue was resolved. The application displayed a ¿line blocked¿ alert, and the device involved was identified as a cleo 90 infusion set, which showed visible kinking and tubing damage. The event involved the patient and resulted in no harm.